Manufacturer narrative:
After its receipt, the ICD was first visually inspected. The sparkover traces were detected on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during a shock delivery between the housing and the df-1 rv conductor of the led. In agreement with the clinical observation, it was not possible to interrogate the ICD. Therefore, in a next step, the housing of the ICD was opened, and the inner structure was examined. During the inspection of the electric module, damage to the fuse that separates the battery from the module and to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. A possible cause is a damaged lead insulation in the vicinity of the ICD pocket, which leads to electrical contact between high-voltage conductor and housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Summary the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of an electric fuse then led to the separation of the electrical module and the battery, which resulted in the clinical observation. This is not a device malfunction. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that an external defibrillation took place during the device exchange. After the shock test, the ICD could then no longer be interrogated. The ICD was explanted and replaced the next day. The device was returned to biotronik for analysis.